Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, the capture threshold could not be determined and seemed to be variable. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.